Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s), who questioned the result. Two days later, the sample was repeated on the same atellica ch 930 analyzer, and the result recovered higher than the erroneous result. The customer considered the repeat result correct as the result correlated with the patient¿s history and clinical picture. The repeat result was reported to the physician(s), as the correct result. There are no known reports of adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer reported that an erroneous sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control (qcs) recovered within acceptable ranges on the day of the event. Siemens reviewed the instrument data and determined that sample abnormal aspiration and sample clog detected errors were triggered directly before and after the erroneous result was generated, which demonstrates poor sample quality. Additionally, siemens reviewed the aspiration pressure profiles for the initial predilution and compared it to the profiles of the repeat predilution profiles. The initial predilution aspiration pressure profiles were elevated when compared to the predilutions created for the repeat acceptable result, indicating there was partial aspiration of the primary sample. Siemens concluded that the poor sample quality potentially impacted the instrument¿s ability to aspirate and deliver sample to the dilution cuvette, which contributed to the erroneous na result. The instrument is performing according to specifications. No further evaluation of this device is required.